Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient reported an unknown receiver error. No additional patient or event information is available. The product was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged, but upon booting it was observed to be in a state of perpetual rebooting. The receiver was opened and the ui pcba was detached. Data was successfully downloaded. Receiver functional tests could not be performed. Upon data review, a "screen transmitter error alarm" was observed in the data log. The receiver passed an interior visual inspection. The complaint confirmation was confirmed. The root cause could not be determined. The results from data investigation affected the initial MDR assessment of not-reportable. Based on the investigation results, this complaint is deemed to be reportable as of 11/28/2018.